Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The patients blood glucose results were 4.2 and 7.7 mmol/l. Tests were done within 20 minutes. Patient did not experience any adverse events. No further information has been reported.